Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) twice; however, no specific dates were provided. Although requested by tandem technical support, customer was unwilling to provide any information about the ER visits.